Manufacturer narrative:
This product investigation is still in progress. A supplemental report will be provided when product investigation is complete.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. Due to this reason, the plan was to explant the icm device. Additional information was received indicating the icm device had been explanted from the patient due to the reported battery issue. A new icm device was implanted in the patient at the time. The explanted icm device was discarded at the hospital; however, the physician inquired if it was possible to perform a battery analysis using the data from the explanted device. Technical services (ts) escalated the request to boston scientific engineering; engineering instructed ts to contact the appropriate department to determine if the explanted device data could be obtained. No adverse patient effects were reported. Since the explanted icm device was discarded at the hospital, it will not be returned.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected and had not met the projected longevity. Due to this reason, the plan is to explant the icm device; however, no intervention has been performed at this time. No adverse patient effects were reported. This icm device remains implanted in the patient.